Event description:
It was reported that the patient presented on the emergency room due to an alert on the implantable cardioverter defibrillator (ICD). Review of the transmission revealed that the right ventricular (rv) lead exhibited high defibrillation impedance, and the left ventricular (lv) lead exhibited high pacing impedance and failure to capture. The rv lead was reprogrammed. The patient then presented for a lead replacement procedure. During the procedure, while attempting to explant the rv lead, the atrial (ra) lead became dislodged. While attempting to explant the lv lead, the lead broke. All three leads, including the ra, rv and the partial lv lead, were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were failure to capture, high pacing impedance and lead break could not be confirmed. As received, only the proximal portion of the lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. X-ray examination and electrical testing were normal. Unable to perform impedance test due to the condition of the lead as received.